Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Burrs were noted at the dilator tip and part of the dilator tip appeared to be torn. An attempt to evaluate compatibility between the sheath and dilator was performed, which noted a successful interaction as the dilator was able to be fully inserted into the sheath without issue. The sheath was dissected, and a white material, potentially part of the dilator, was found in the shaft access point. Inspection of the proximal inner diameter of the faradrive steerable sheath shaft also noted excess adhesive in the location where the valve hub bonds to the sheath shaft. Part of the adhesive seemed torn, indicating that excess adhesive obstructed dilator insertion resulting in the damage seen on the dilator tip. Testing confirmed that the dilator tip was likely damaged after insertion into the sheath during the procedure preparation due to the excess adhesive in the inner diameter of the proximal end of the sheath.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath and dilator were flushed, and the dilator was inserted into the sheath. Upon examination of the dilator, the tip of the dilator was noted to be slightly shredded. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The sheath was returned for analysis.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath and dilator were flushed, and the dilator was inserted into the sheath. Upon examination of the dilator, the tip of the dilator was noted to be slightly shredded. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.